Manufacturer narrative:
The product was not returned for evaluation. Without the return of the device, the root cause of the problem cannot be determined. The product lot number was not provided, therefore, the manufacturing records could not be reviewed.

Event description:
The patient was undergoing a thrombectomy procedure using a penumbra system 3max reperfusion catheter (3maxc). During the procedure, the physician was unable to advance the 3maxc over a non-penumbra guidewire and the tip of the 3maxc would get stuck. The procedure was completed using a 8 fr sheath. There was no adverse effect to the patient.